Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in denmark. H6: proposed component code: mechanical (g04) ¿ rasp the customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon inspection of the rasps to ensure there was no residual metal in threaded holes, sixteen rasps were found to have metal debris. This has occurred on rasps with a higher finish and they seem to be lacking the finishing or cleaning of the threaded hole. All rasps were thoroughly inspected and all small debris removed; rasps were approved by the leader of the sterilization department. There was no patient involvement. Attempts have been made and no further information has been provided.